Event description:
The customer called to report that they were hospitalized for high bgs. Bgs were treated with IV drip. It was stated that the customer did not follow the two high bg rule. When the customer took off their clothing they found that the set was disconnected and hanging. It was informed that the dr did not rule the dka but the customer was treated for throat infection and ulcer as they were vomiting blood. Assisted the customer with the rewind and resetting the pump.